Event description:
It was reported that this right atrial (ra) lead caused a perforation into the pericardium. A lead revision was conducted to stop the bleeding by repositioning the lead. The patient is experiencing shortness of breath (sob) and will follow-up with physician. No additional adverse patient effects were reported.